Event description:
It was reported that the patient was triggered by an alert for high right ventricular (rv) lead impedance. Trend shows gradual increase of impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert occurred on (B)(6) 2014. Max ventricular pace impedance rises from 1178 ohm the week ending (B)(6) 2012 to 1995 ohm the week ending (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pace/sense portion of the rv lead was capped and replaced. The high voltage portion of the lead remains in use.